Event description:
It has been reported to philips that the allura xper fd20 or table system indicated that the stand movements were only partly available. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the stand movements partly available. Review of the log file showed that the beam longitudinal movement is not calibrated. Fse performed functional tests and calibration. After the service, the device returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method and health impact codes were corrected.